Manufacturer narrative:
A4: patient weight was not provided. Pending follow up with the customer. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the newly implanted patient had multiple backup battery (ebb) disconnect alarms. A self-test was performed, but it was noted that one of the screws was stripped away on the system controller. The cover to reset the ebb ribbon could not be removed. Log files were submitted for review and captured the ebb faults. It was also reported that the patient remained on temporary right ventricular assist device support in the intensive care unit.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established. The submitted controller event log file contained events from 19mar2024 through 22mar2024, per the timestamps. No notable pump events or alarms were captured. The pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including right heart failure. Section 6 of the IFU, ¿patient care and management¿, cautions that right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. This section also contains a subsection entitled ¿right heart failure¿ with additional information. No further information was provided. The manufacturer is closing the file on this event.